Event description:
Additional information reported that there was no battery leak. The liquid damage on the universal battery charger was from an unknown source of liquid.

Manufacturer narrative:
Manufacturer's investigation conclusion: the 14-volt battery, serial number unknown, was evaluated due to the reported event of liquid entering a charging slot on the ubc (serial number (B)(6), evaluated separately). However, per additional information, it was clarified that the liquid/corrosion within the ubc was not caused by a battery leak. No 14-volt batteries were exchanged, and no issues regarding the batteries were reported. Device history records (DHR) reside with the original equipment manufacturer (OEM). No 14-volt battery serial numbers were provided, as no issues regarding the batteries were reported. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that evaluation of a returned universal battery charger found traces of corrosion in slot 3 due to a battery leakage.